Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead had dislodged. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was in stable condition.